Manufacturer narrative:
(B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd microlance¿ hypodermic needle when trying to attach the needle to the syringe, it broke in two pieces with the needle on one side and the plastic part on the other side. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd received samples for evaluation. Visual inspection of returned sample reveal a cannula with some residue of epoxy (adhesive with no adequate dosage) detached from the hub (hub clean of epoxy). A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Based on available sample we can confirm that the cannula detached from the hub because an inappropriate quantity of epoxy (adhesive use to join hub -plastic part- with cannula -metal part) because of an incorrect dosage. This could happen during the cannula assembly process, probably because of some viscosity variation in the epoxy or a temporary stoppage of cannula assembly station.